Manufacturer narrative:
Patient information was requested and the customer refused, reporting the information is confidential.

Event description:
The customer reported that the ventilator was alarming due to no flow. The customer reported that the unit was in use on a patient, but there was no patient harm.

Manufacturer narrative:
Conclusion / root cause: no fault found with the blower motor. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported that the ventilator was alarming due to no flow. The customer reported that the unit was in use on a patient, but there was no patient harm.